Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, battery compartment crack was found extending from the base seal towards the threads on the side of the compartment. The bolus button cover was missing from the pump and the button¿s function was unable to be tested. No other defects were found. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(6) 2015.